Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the cyst duct and choledoch clipping phase, the clips were fired bent and slid from the shaft and fell into the abdomen. After the jaws were closed, it couldn¿t be placed on a vessel completely. The clips again were fired bent. The procedure was converted to open. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was it the clip or clip applier that could not be put on the vessel? ¿ it was the clip that couldn¿t be put on vessel. What is meant by fired bent?- jaws fired cross and crooked clips. Please provide more information on the clip formation? ¿ clip evaluation: 5 and 6. What is meant by slid from the shaft? Does that mean that the clips did not load properly into the jaws of the device prior to the firing sequence? ¿ the clips that are automatically load into jaws, easily slide and fall from the jaw. When the clip was fired and slid from the shaft was the device on a structure? ¿ in laparoscopic cholecystectomy, on cystic artery. What is the current status of the patient? ¿ no problem occurred. Which firing did this occur on? ¿ while closing the cystic artery. Did anything unexpected happen prior to this incident? ¿ no. Was the clip fully advanced into the jaws? ¿ yes but the clips that were fired were cross and crooked. Did the procedure drive the need to apply torque or twisting of the device? - no. What vessel was the device fired on? Please specify the size of the vessel? ¿ cystic artery 2-3mm. Were any unexpected noises heard? If so, when? ¿ no. Was the device fired after this incident in or out of the patient? ¿ no. What were the patient¿s pre-existing conditions? ¿ the surgery was planned. There was a gallbladder stone. Does the patient have any relevant history of surgical treatments? If so, what? ¿ no. Were the clips that fell into the abdomen retrieved and removed from the patient? ¿ yes. The procedure was converted to open - was the conversion to an open procedure only caused by the difficulties with the device? - the surgery did not converted to open. Surgery went on with different slip applier. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? - did not convert to open. Was there a recent conversion to ees devices in this account or with this surgeon? ¿the surgeon has been using the products for 10 years now.